Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the sieve beds causing the o2 to be low. Additional malfunctions were the pilot valve alarming and the pe valve was shut down.